Event description:
It was reported that externalized conductors were observed via imaging. No anomalies were noted on lead. The patient is in stable condition and will be monitored routinely.

Event description:
New information received states that the lead was capped due pacing lead impedance anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.